Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, almost 1 month after two dental implants were installed in intraoral region #11, their non- osseointegration was observed. The implant was immediately loaded. The patient presented bone type ii and bone graft was executed.